Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected numbers scrolling during testing. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd window and reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 98 mg/dl. The customer's husband stated that the insulin pump had scrolling numbers when the customer pressed the arrow button. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.